Event description:
It was reported that the asymptomatic patient presented to the clinic for follow up. The pulse generator exhibited backup vvi operation. The device was not successfully recovered. The device remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.